Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had high blood glucose levels. Customer stated that at the time of the occurrence, the blood glucose value was around 200mg/dl, that customer discontinued use of the pump, and the blood glucose values elevated to around 400mg/dl. Insulin pump will not be returned for analysis.